Event description:
It was reported that after completing the afib ablation and midway through the aflutter portion, the flutter terminated and st elevations were seen on the ECG. The patient was put on a nitro drip and transferred to observation. The patient was stable at the time of the call. Both ablation catheters were from boston scientific. Bwi catheters in use: (catalog and lot numbers were unavailable). Octaray and soundstar. Adverse event. Procedure utilizing carto system for mapping and bsx pfa for ablation. Wo created for visibility. Carto 3 system sw ver 8.1.3.17, sn #(B)(6). The caller noted that a farapulse generator was in use. The caller noted that the xml software was in use with the farawave and the farapoint pfa catheters. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt: 1871. Device: 2993. Ref: mw5190225. This report captures farawave #2.